Event description:
Boston scientific received information that during a routine in-clinic follow up, this device was observed to have reached end of life (eol) four years ago, however, interrogation of the device and in-clinic testing was able to be performed. The device was explanted and replaced due to infection approximately four months later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.